Event description:
Dome detached spontaneously six months after placement. This did not occur during feeding. The dome has not been retreived from the patient. A purgative was given to the patient since the dome evacuation was not confirmed. Replacement was made with the same product.